Manufacturer narrative:
Additional information was provided. The repeat testing by another methodology (clia) was performed on a unicel dxi 800 beckman coulter. A specific root cause could not be identified as no sample from the patient could be provided for further investigation.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable thyrotropin (tsh) result for one patient on a cobas e411 rack analyzer serial number (B)(4). The initial result was 25.39 uui/ml. The sample was measured by another methodology (clia) and the result was 1.09 uui/ml. The sample was measured in another laboratory on a cobas e601 analyzer and the result was 19.63 uiu/ml. The patient was not adversely affected. The quality control was analyzed and the results were within specifications.